Event description:
This lead was explanted due to dislodgement. The pace/sense portion of this lead was originally capped on (B)(6) 2011 due to low r-waves and bad thresholds. At that time a brady lead was implanted for pacing and sensing. Now both leads have been explanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.